Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms, even after troubleshooting. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, missing end cap sticker and cracked reservoir tube lip.